Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, without exam archives, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, c20 and d15 are applicable as well as newly reported code, b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736 (software version: 2.1.0) h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A23 applies to surgeon was having difficulties registering the patient. A0908 applies to immediately inaccurate within the nose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case on (B)(6) 2024, the surgeon was having difficulties registering the patient. Once he obtained registration, they were immediately inaccurate within the nose, and the surgeon aborted the use of navigation. No procedure delay was reported. There was no impact on patient outcome.